Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the complaint evaluation could not determine whether or not the product was nonconforming to performance specifications. A loose connection is a known cause of the reported alarm; however, the cause of the loose connection could not be determined. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain four of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the patient became disconnected during therapy. There was no patient injury or medical intervention in association with this report. No additional information is available.